Event description:
It was reported that during surgery, the surgeon used anchor-c cage system (fixation of c5-7). The surgeon inserted the cage in to c6/7. And the surgeon inserted the cage into c6/7 using the inserter guide and inserted the self-drill screws. The surgeon inserted the screw run past the line of screw driver. When the surgeon checked the x-ray image, it found that the screw was inserted over the locking groove (into the peek part). Therefore the surgeon removed the cage and changed the cage to another cage.

Manufacturer narrative:
Method: device history review and visual inspection. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Visual inspection noted, the cage was found to be partially damaged in one of the screw slots. Part of the cage material has deformed as a result of the screw being inserted too deeply, confirming the reported event. No other deformation or breakage was observed. Conclusion: based on the event details and the observed deformation of the returned cage, the plausible root cause is user related.

Event description:
It was reported that during surgery, the surgeon used anchor-c cage system (fixation of c5-7). The surgeon inserted the cage in to c6/7. And the surgeon inserted the cage into c6/7 using the inserter guide and inserted the self-drill screws. The surgeon inserted the screw run past the line of screw driver. When the surgeon checked the x-ray image, it found that the screw was inserted over the locking groove (into the peek part). Therefore the surgeon removed the cage and changed the cage to another cage.